Manufacturer narrative:
All operating currents are within specification. No unexpected low battery off no power alarms noted. The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure not detected during our testing. The insulin pump was unable to complete functional test including occlusion test and excessive no delivery alarm test due to motor error alarm. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report a motor error alarm during bolus and hospitalization due to high blood glucose level. The customer's blood glucose level was 600 mg/dl. The customer was treated with manual injection. The customer was being treated for diabetic ketoacidosis. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.